Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of admission, and 348 to 371 mg/dl at the time of the call. The customer used juice, soda, and glucose tablets to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer will monitor the pump. The customer was vomiting due to the current highs but declined troubleshooting as they attributed the highs to the carbs eaten to treat their earlier low. The insulin pump will not be returned for analysis.